Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the patient that since their date of implant, the device has not been right. The patient reported for over two years, they were  feeling like they had  to "pee pee all the time," because the "nerve died". (Not alleged to be related to the device/therapy.) The patient stated it was intense and terrible,  noting that they were not back to as bad as they were prior to implant (2001 <(>&<)> 2002), but reported the device didn't work right and hadn't since they put it in. The patient stated they had a neurogenic bladder "where a nerve stopped working" and that was the reason they had the ins. The patient inquired if there was a difference between stimulators used for leakage and neurogenic bladders and patient services reviewed the interstim indications for use. The patient stated that their health care professional (hcp) who implanted their ins has since moved. And noted they saw another hcp one time and they were telling the patient that the patient didn't  have a neurogenic bladder, but the patient stated they did. The patient stated that they weren't sure if they implanted the device thinking they had bladder leakage. The patient stated they currently saw a nurse practitioner (np) and that the np would set it, but "it don't help" and stated they were not sure if the np knew what they were doing. The patient reported they have 4 settings, but none of them worked right for their problem. The patient reported it was "pulsing now down in the bottom of my hip and the upper part of my thigh". The patient stated they could "switch it, turn it and move sometimes" and then it "pulses close to the area where it should" and then it would stop them from feeling like the patient  had to urinate all the time. It was noted that the patient services agent made the best attempt to follow the patient throughout the call and gather all relevant information.  The patient was redirected to their healthcare provider to further address the issue.